Event description:
Additional information received reported that the patient was ¿absolutely crippled.¿ she had ¿surgical procedure¿ done and it was co nfirmed that the drug was not going to where it was supposed to go. The patient had ¿a terrible accident once.¿ she fell and ¿broke the pump.¿ it was noted that the patient went to hospital and she was prescribed with hydrocodone, but it did not help her. The patient had growth on her cervix and ¿every time she moved her head it makes noise.¿ the patient also had ¿considered suicide many times.¿

Event description:
The patient has not experienced therapeutic relief for the last 3 months, and it was confirmed in (B)(6) by an hcp that the catheter had a problem ''because no medication was going through it.'' The patient was discharged by her current pump managing hcp. The reporter indicated the pump was read ''wrong'' by another hcp and the pump was run dry; the patient was discharged by that hcp as well. The pump contained fentanyl, baclofen, and ''something else.'' The patient was attempting to establish care with another hcp. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information confirmed that the patient had a change in therapeutic effect and was going to another facility for intravenous therapy. It was further stated that the pump had not worked for a year and patient stopped getting medication in her pump three months ago. It was noted that the patient was titrated down and the health care provider (hcp) kept putting medication in, however, there was no difference and trouble-shooting never worked. It was reported that a dye study was performed but results weren't communicated to the patient. The reporter stated that the pump still made noises but denied that the pump was dry after being one week late for her refill. It was reported that the patient was seeing a different hcp and now receiving fentanyl patches for pain. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk.

Manufacturer narrative:
(B)(4).